Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) battery depleted quickly due to high thresholds on the right ventricular (rv) lead. Both lead and implantable pulse generator (ipg) were explanted and replaced. No patient complications have been reported as a result of this event.